Event description:
It was reported that ann oily substance leaked out of the handpiece during testing of the equipment in spd. The substance did not come into contact with the surgical site. There was no pt involvement or any adverse consequences reported. There was no add'l or continuing treatment required.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device leaking was confirmed along with other issues. Based on the investigation details, a possible cause for the leaking problems was all of the bearings and a sticky blade mount assembly, which were each replaced. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.